Manufacturer narrative:
G2: country spain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that during the summer they were using a therapy that used magnetism, so the ins was turned off for a long time. When the patient went back to using the ins "like in november," they noticed a message that said "internal device has lost all data. Please contact your clinician." The patient said they were in spain when they first saw the message. The only option on the message was to 'end session.'